Event description:
Reporter indicated a patient was having increased seizures from an average of 4 per month to 7 per month. No medication changes or other changes preceded the increased seizures. The patient has been referred for prophylactic vns generator replacement surgery, as the reporter feels the generator is nearing end of service, and this may contributing to the seizure increase. No interventions for the increased seizures other than surgery referral have been done.

Event description:
Reporter indicated the patient's seizures have improved since the vns generator was replaced.

Event description:
The explanted vns generator was returned for analysis on (B)(6) 2012. No anomalies were identified, and the generator performed per specifications. The end of service indicator was set to neos = yes.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012.diagnostics with the new vns generator and resident lead were within normal limits.attempts for return of the explanted generator have been unsuccessful to date.